Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump indicated a failed battery test despite a recent change. His blood glucose was 103mg/dl at the time of reporting. He was educated on how to clear an alarm after its initial occurrence. No equipment was returned. No additional information was reported.